Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis did not power on when the half height drawer 2.1/2.2 was plugged in. A field service engineer (fse) identified that connecting main drawer 2.1 caused the station to power down. The drawer board was tested using a digital meter and found to be outside the acceptable range. The fse replaced the drawer board and controller board to resolve the issue. The station was powered on successfully, and the customer was able to access medications in drawers 2.1 and 2.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawers 2.1 and 2.2 were plugged in and did not power on. However, there were no delays or adverse events or injuries reported based on this event.